Event description:
Abbott received multiple complaints for clinical chemistry alkaline phosphatase reagent lots 62474un10, 71628un10 and 08145un11, where reagent cartridges have been reported to contain visible mold/particulate matter inside the r2 cartridges. In house testing was performed on the reagents lots which generated either acceptable results or failure to calibrate/generate results with an active calibration. The reagents were sent to the armstrong forensic laboratory for fungal/bacterial culturing with identification and the lab confirmed the presence of cladosporium species of mold. A product recall has been issued and reported under 21cfr806 for the clinical chemistry alkaline phosphatase reagent to the FDA (B)(4) district on august 29, 2011. Abbott has not received any reports of adverse events related to this issue.

Manufacturer narrative:
Suspect medical device, additional lots: lot 71628un10, date of manufacturing: 12/29/10, expiration date: 11/19/11, lot 08145un10, date of manufacturing: 3/24/11, expiration date: 2/15/12. No consequences or impact to patient. (B)(4): contamination during use; the cause of the clinical chemistry alkaline phosphatase reagents failed to calibrate/generate results was due to visible particulate or visible mold in the reagent cartridges. Abbott issued a product recall letter to all customers to inform them to discontinue use and to discard/destroy any suspect cartridges and order replacement reagents.